Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. An initial accu tnl result was 3.90ng/ml. The accu tnl result was reported our of the lab. On the same day, a fresh sample was collected from the pt and tested for accu tnl; the result was 0.02ng/ml. The customer then re-tested the pt original sample for accu tnl. The repeated accu tnl result was 0.01ng/ml. A corrected report has been issued. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attibuted to or connected with this event.